Event description:
It was reported that this left ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. High pacing thresholds and loss of capture were also observed. Fracture of the lead is being suspected. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).